Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with noise that was being oversensed on their right ventricular lead. No intervention was reported. The patient was stable throughout.

Event description:
New information received notes that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's right ventricular lead exhibited noise. The lead was removed and replaced. The patient was stable.